Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing due to far-p oversensing was observed. Suggested programming changes will be made during patient&#38112;next in-clinic visit. Patient&#38112;condition was fine.